Event description:
Paramedics attempted to use the device to administer a defibrillator shock to a person diagnosed in cardiac arrest. The device allegedly failed to charge. The patient was not resuscitated. The reporter indicated that the alleged problem did not cause or contribute to the patient's death. The basis for this opinion was not reported.